Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received, the charger was resetting. Upon investigation, the q1 transistor was internally shorted. The cause of the inability to charge a battery pack is the shorted transistor. The root cause of the shorted component could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that charger/modem sn (B)(4) was unable to charge a battery pack.